Event description:
During use while implanting the medtronic lv lead on (B)(6), 2019, the guide wire could not be removed and remains, in the lv lead while in use. On (B)(6) 2022 it was reported that the guide wire is fractured. No action taken. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).